Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the physician would extend the helix of the right atrial lead into the right atrial appendage and the patient felt uncomfortable and felt pain. After multiple attempts, the lead was successfully positioned. It was noted that later that day the patient stated they still felt uncomfortable and still had pain. The lead was explanted and replaced. The patient was in stable condition.